Event description:
Tpn line for parental nutrition required replacing due to junction at the luer hub twisting at clear silicone connection. No leaking, but end use felt this was not normal. The complaint device was removed and replaced. According to the reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). As of (B)(4) 2014, no product has been returned to assist in this investigation. Quality control (qc) performs a final inspection for total parenteral nutrition catheter, single lumen confirms correct fittings are securely attached to the tubing. If specified, they also confirm correct silicone sleeve is secure and positioned properly, confirm overall catheter surface is clean without excessive imperfections or damage. This product is shipped with an IFU which states warnings, precautions and instructions for use. We are inconclusive as to why this failure mode occurred. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. No additional actions required at this time, per qera, additional action is not required at this time based on the associated risk.